Event description:
Patient was implanted with clickx construct from t10 to sacrum on an unknown date in 2010. Post operatively, the patient experienced pain and revision surgery was performed on (B)(6) 2012. During the revision the surgeon removed all locking caps to check all the screws. He discovered non-union at l3-l4 and removed and replaced 1 screw 6x45 at this level with a larger diameter screw. He replaced all the locking caps with new locking caps. The originals rods remain implanted and the construct was not changed in any other way. The screw that was explanted was intact and had not migrated. In addition, during the surgery, two of the clickx screwdriver tips broke off. There were no pieces to retrieve and the surgery was completed without further incident and with no adverse effect to the patient. This is 12 of 12 reports for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Reportability status was reviewed and changed on (B)(4) 2013. The manufacturing records were reviewed and no complaint related issues were found. A manufacturing evaluation was performed. The screwdriver was received with both pins broken off and they were not sent back for investigation. The relevant dimensions cannot be verified anymore because of the damage and the broken fragments were not sent back. The fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. The exact cause of this occurrence cannot be determined. It appears that the screwdriver was used to loosen a locking cap, which, according to the technique guide, is not an intended use as it could damage the prongs.